Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and found generator not ready, power supply reading was taken and time error in generator log. Replaced generator cmos (complementary metal oxide semiconductor) battery and reseated power supply cables. Power supply reading was good. Completed system checkout and verified system operation. Returned to service. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000852. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the radiation was disabled and they could not perform a post op 2d or 3d spin. Patient was present. There was no surgical delay and no impact on patient outcome.